Manufacturer narrative:
(B)(4).investigation found that the device was not latched when received. The trigger was sticky but the blade retracted to home position without assistance when the latch was released. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. Scissors were used to cut the tissue adjacent to the jaws in order to remove the device. There was no unanticipated tissue loss or damage and no injury to the patient.